Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level (522-523 mg/dl). The customer delivered a correction bolus, changed the infusion set, and drank water to treat the bg. The customer performed a supply change and continued to use the pump for insulin therapy.